Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient shops at (B)(6) (two different (B)(6)) going through the security ¿sx¿ shuts off her device and the patient had retention. It was noted will turn back on and issue resolved. The patient verifies with the patient programmer that it was off. It was noted that this started happening right away post implant. It was noted that the patient would verify next time prior to entering store if the device was on and then post entering the store again will check again. It was also reported that the bladder was not completely emptying. The will have healthcare provider evaluate and decide if any programming needs to be done. Additional information received reported that the patient chief complaint was that the patient reported they were not fully emptying their bladder. It was reported the day of previous reported event date ((B)(6) 2014). The manufacturer representative had no previous knowledge of this event. Before interstim therapy the patient was retaining 100 milliliters of urine but with therapy the patient was only retaining 40 milliliters of urine. The healthcare provider prescribed the medication lasix on day of reported event and they changed the programming from program 4 to 3. The patient had been on lasix prior to starting interstim therapy but that was discontinued once they placed the interstim device. The patient said they could feel stimulation at the lowest setting. The battery life was also checked and was good. It was noted as no issues. The patient had an unrelated MRI of the head. It was reported that there was no issue with the device or therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va0c79r, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient indicating that the therapy would shut off when they went through the security gates at (B)(6). The patient would then experience a return of symptoms and realize that the ins was off. The patient would turn the ins back on to resolve the issue. The patient did not intend to follow up regarding the issue and stated it had been occurring for about 5 years. The patient also reported that the current ins had not worked to control their symptoms since implant, and the previous system worked well. The patient had experienced ongoing urinary retention symptoms and still had up to 1493cc of urine still in their bladder after voiding. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicating that the actions taken to resolve the recurring interference were that it was a known issue with the units that they occasionally turn off when passing through theft prevention and security units in some retail stores. The hcp further stated that the patient had been instructed of that and had been told to turn the unit back on if they noticed that it was off after visiting 1 of those places. No further complications were reported.

Manufacturer narrative:
Due to imrdf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating that their bladder was not emptying all the way, and they were having leakage. No further complications were reported.